Manufacturer narrative:
The investigations concluded that there was no device malfunction. The patient¿s device log was reviewed and showed spo2 alarms were manually disabled. And this log contained a second entries showing that were suspended and resumed later. This report is considered final and the issue closed. Placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020, an exhibit central station failed to alarm for spo2. No injury was reported with this event.